Event description:
A new binaural hearing aid user complained to the dispenser about itching and burning in his ears approximately 2 weeks after initial delivery of his hearing aide. The dispenser referred the user to a physician, who treated him for an ear canal infection. When the user's infection cleared, he returned for new impressions. The aids were returned to the factory for remarks with the hypo-allergenic option.